Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported a continuation of poor coupling. The caller noted he would start a charging session with eight bars filled then after the screen refreshes he would have zero coupling. Yesterday when this happened, he charged for almost two hours and did not fill the quarter of the battery he was charging in. During troubleshooting, the caller began with eight bars. After first insr refresh, they had six bars and then two bars after the second refresh. The caller's device came with a waist belt, but the ins was implanted in the chest. Patient services sent a shoulder holster to help the patient hold the insr antenna without having to manually hold with their hand throughout the recharging session. The patient was able to get 6-8 bars on the call by repositioning the antenna slightly. Patient services reviewed that the insr and insr antenna have recently been replaced, so educational troubleshooting is the next best step. No symptoms or further complications were reported/anticipated.

Event description:
On (B)(6) 2017 crts (B)(4), interface details, rpl (B)(4) (con): information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic/intract pain. It was reported that the patient's ins was not holding a charge as long and that it was not charging as quickly. The patient noted that sometimes they can get 8 coupling bars in certain positions but it seemed more difficult that it was before. The patient knew that eventually they would need to get the ins replaced and they were looking for a new hcp. Physician listings were sent to the patient. A new antenna was also sent to the patient. No patient complications were reported.